Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)) and controller ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed four (4) motor start events, recorded on (B)(6) 2023 at 13:00:04, on (B)(6) 2023 at 19:37:30, on (B)(6) 2024 at 14:46:09, and on (B)(6) 2024 at 19:49:52, in which the motor start parameters were atypical. Additionally, log file analysis revealed two (2) controller power-up events, with associated motor start events, logged on (B)(6) on (B)(6) 2024 at 14:09:35 and on (B)(6) 2024 at 19:49:44, indicating a loss of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 41% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 99% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 42% rsoc and (B)(6) was connected to power port two (2) with 97% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The controller was without power for 15 seconds and 25 seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported event was confirmed. The most likely root cause of the controller losses of power can be attributed to a disconnection of both power sources from the controller as described in the event details. (B)(4) is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction and bleeding are known potential complications associated with the implantation of a vad. Based on a review of past adverse events for this patient, it was noted the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the subgroup 3 patient was hospitalized due to hematuria believed to be caused by a kidney dysfunction. While "hospitalized" it was noted during log file review that the ventricular assist device (vad) exhibited several motor start events outside of typical range and the controller exhibited an unexpected loss of power. Both vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
D1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-aug-2023/ serial or lot#: (B)(6) UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-aug-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the double disconnect was accidental.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.